Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported in united states, patient experienced bent cannula leading to hyperglycemia and treated via administering a bolus from the pump on (B)(6) 2026.